Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), genital haemorrhage ('bleeding'), pelvic abscess ('abscess') and autoimmune disorder ('autoimmune-like symptoms') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood transfusion, infection, fever, abdominal pain lower, ovarian cyst, colitis, diverticulitis, anxiety disorder, depression, headache, hypertension, sleep disorder, insomnia and stroke. Previously administered products included for an unreported indication: metronidazole and mirena. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic abscess (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, pelvic abscess, autoimmune disorder, allergy to metals, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, genital haemorrhage, menorrhagia, pelvic abscess and pelvic pain to be related to essure. The reporter commented: right side 3 coils and left side 7 coils were easily visualized within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: contraceptive surveillance, status post tubal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: new event pelvic abscess added. Reporter details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), genital haemorrhage ('bleeding'), pelvic abscess ('abscess') and autoimmune disorder ('autoimmune-like symptoms') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood transfusion, infection, fever, abdominal pain lower, ovarian cyst, colitis, diverticulitis, anxiety disorder, depression, headache, hypertension, sleep disorder, insomnia and stroke. Previously administered products included for an unreported indication: metronidazole and mirena. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic abscess (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, pelvic abscess, autoimmune disorder, allergy to metals, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, genital haemorrhage, menorrhagia, pelvic abscess and pelvic pain to be related to essure. The reporter commented: right side - 3 coils and left side 7 coils were easily visualized within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: contraceptive surveillance, status post tubal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood transfusion, infection, fever, abdominal pain lower, ovarian cyst, colitis, diverticulitis, anxiety disorder, depression, headache, hypertension, sleep disorder, insomnia and stroke. Previously administered products included for an unreported indication: metronidazole and mirena. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: right side - 3 coils and left side 7 coils were easily visualized within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: contraceptive surveillance, status post tubal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded essure coils within each cornu'), pelvic pain ('pain/ pelvic pain'), genital haemorrhage ('bleeding'), pelvic abscess ('abscess') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood transfusion, infection, fever, abdominal pain lower, ovarian cyst, colitis, diverticulitis, anxiety disorder, depression, headache, hypertension, sleep disorder, insomnia and stroke. Previously administered products included for an unreported indication: metronidazole and mirena. Concurrent conditions included uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic abscess (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy and robotic assisted laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, pelvic abscess, autoimmune disorder, allergy to metals, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, embedded device, genital haemorrhage, menorrhagia, pelvic abscess and pelvic pain to be related to essure. The reporter commented: right side - 3 coils and left side 7 coils were easily visualized within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: contraceptive surveillance, status post tubal. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded devic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2021: medical record received. Event added: embedded essure coils within each cornu. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood transfusion, infection, fever, abdominal pain lower, ovarian cyst, colitis, diverticulitis, anxiety disorder, depression, headache, hypertension, sleep disorder, insomnia and stroke. Previously administered products included for an unreported indication: metronidazole and mirena. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: right side - 3 coils and left side 7 coils were easily visualized within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: contraceptive surveillance, status post tubal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.